Event description:
It was reported that the device went into backup (bvvi) mode following an MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.